Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had a battery failure. The battery is backup to the a/c power. There was no harm or injury and the team followed instructions for use and used a backup controller.